Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. However, x-ray and CT scan (post-op) were provided, whose analysis is as following: x- ray analysis: "l5-s1 posterolateral fusion. Ap/ lateral x-rays and CT scan lt spine post-fusion were provided; these show appropriately packed hardware with fracture of both s1 screws. By report this happened at 2 months post-op, so no fusion is present. No interbody graft was used. Patient size is unknown. Root cause: indeterminate."

Event description:
It was reported that the patient underwent 'open "degen" fusion' surgery at l5-s1, for the treatment of spinal stenosis. Post-op, on an unknown date (approximately after 2 months), both the screws on s1 level were found broken at the stem. The products broke into fragments. Re-fusion (open "degen" fusion) surgery had to be performed as a result of this event. The tulip head of the products were removed. However, the screw shaft still remains in the patient's pedicles. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage 4~ threads down from the base of the bone screw head. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage is noted near the area of crack propagation. Microscopic examination of the undamaged portion of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.